Manufacturer narrative:
(B)(4). D10: 42539905295 - ppk tib cut gde 5 deg rm ll - (B)(6). G2 : foreign country: australia. Attempts have been made to gather all product identification information and no further information has been provided. The event is confirmed. Visual inspection of returned devices confirms that the trocar pin is lodged (cold welded) in one of the pilot holes of the guide. The pin shows signs of use, striations, nicks and the hex end have fractured off and was not returned. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an instrument pin became stuck in a cut block during a procedure. The surgical technique was utilized. The surgery was completed using another device. Attempts have been made and no further information has been provided.